Manufacturer narrative:
Exemption number e2019001. The clip remains in the patient anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during deployment, the clip jumped opened slightly. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and during deployment, the clip arms slightly jumped opened slightly. The clip was able to be deployed and was felt to be stable and did not detach, reducing mr to 1-2. The patient remained stable. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no nonconformities issued to the reported lot. The query identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty opening or closing (clip jumpiness) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.